Event description:
Pt arrived on floor from surgery & rn found blood backing up in tubing. On further exam, found tubing was broken at the connection between the primary IV tubing & the clave extension set. No adverse outcome for the pt.